Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : hospital policy to not return devices.

Event description:
As reported: "orif for right femoral trochanteric fracture was performed. On (B)(6) 2023, which was about 2 years after the first surgery, it was found that the gamma3 long nail was broken at the site of lag screw hole. The revision surgery to replace the nail was performed on (B)(6) 2023."